Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, while on sleeve formation, the jaws would not stay shut after locking it and it did not fire. A new stapler was opened to complete the procedure. No injury.